Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.